Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation, and the complaint investigation. Updated fields: d8, d9, d10, h2, h3, h4, h6, h11. Corrected fields: b5, h6 health effect impact code. B5 correction: the subject device was a colonovideoscope. The device was evaluated where an additional potential adverse event was confirmed where there was foreign material found in the nozzle. Olympus provided the following result of culture tests, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: swabbing distal end unit, cfu: no detection. Sampling date: (B)(6) 2025, sampling from: sampling solution instrument / biopsy / suction channel, cfu: 1 cfu/ml 37 degrees celsius roseomonas mucosa. Sampling date: (B)(6) 2025, sampling from: sampling solution air / water channel, cfu: 1 cfu/ml 37 degrees celsius micrococcus luteus. The results of the second testing at the third-party labs rrc/emea ordered are the following: sampling date: (B)(6) 2025, sampling from: swabbing distal end unit, cfu: staphylococcus, epidermidis. Sampling date: (B)(6) 2025, sampling from: sampling solution instrument / biopsy / suction channel, cfu: >20 cfu/ml 37 degrees celsius pseudomonas aeruginosa, agromyces mediolanus. Sampling date: (B)(6) 2025, sampling from: sampling solution air / water channel, cfu: 1 cfu/ml 37 degrees celsius ochrobactrum anthropi. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. The positive culture event is detectable/preventable by handling the device in accordance with the following IFU. Reprocessing manual¿chapter 3 cleaning, disinfection, and sterilization procedures¿ and ¿chapter 4 cleaning and disinfection equipment the foreign material event is detectable/preventable by handling the device in accordance with the following IFU. Operation manual ¿chapter 3 preparation and inspection 3.2 inspection of the endoscope¿, reprocessing manual ¿chapter 2 compatible reprocessing methods and chemical agents¿, ¿chapter 3 cleaning, disinfection, and sterilization procedures¿, and ¿chapter 5 storage and disposal olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device culture test was positive for an unexpected contamination. The issue was found during a culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.